Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and bard align mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair using anterior system and transobturator insertion of tape using bard align. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that due to mesh erosion, pain, dyspareunia, infection, and incontinence mesh was removed on (B)(6) 2010.